Event description:
Rn was using cook medical micropuncture introducer set #g43872 to start a midline intravenous on this pt. She placed the introducer with ultrasound guidance into the left basilic vein and started to thread the guidewire and after about 4-8 cm she met an obstruction. Protocol was to remove the wire and start at a new site. She started to pull the wire out and it came out thinner and longer, like it was unraveling. Much more wire came out than she inserted, so she stopped retrieval. The pt was then taken to interventional radiology for removal and the wire was difficult to remove and required much cutting of wire and eventually a small portion that appeared looped on fluoroscopy was left in the pt. No plans at this time to remove the wire surgically. Procedure documented: unsuccessful attempt to retrieve the entirety of a sheered in guidewire fragment from the left arm utilizing coaxial retrieval methods under fluoroscopic guidance. Dates of use: 1 hour, (B)(6) 2013.